Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use a procedure performed when the issue occurred. The procedure was delayed from morning to afternoon, the procedure completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not turn on. The fse confirmed that circuit board in the power supply unit in the main cabinet was faulty. The fse replace pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not turn on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the circuit board that supplies power to each circuit board in the power supply unit in the main cabinet in the machine room was faulty and failing. The circuit board has been replaced that the system was returned to use in good working order.